Event description:
A cartridge alarm issue was reported by the caller during the loading process of the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, ensuring it included updated software. Instructions were provided for entering storage mode, connecting with the cgm, and programming settings in the replacement pump. The caller was instructed to return the faulty pump within ten days using the provided return box and pre-paid label to avoid charges, which was acknowledged and understood.